Manufacturer narrative:
Follow-up #1: date of submission 06/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2014 with the following findings: testing confirmed the keypad buttons were responsive to button presses and functional. No contamination or any other anomaly was found on the keypad contacts. The keypad wire was firmly seated in the connector with no signs of damage or contamination visible.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).